Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, it is likely that the following led to the malfunction: a failure of the printed circuit board. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit turned off every half hour during an unspecified procedure. The insufflator would re-insufflate. This caused a short delay, but multiple interruptions making the work difficult. The procedure was completed successfully with no reports of any patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.